Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, the green button was pressed in order to fire the device, the open and close of the jaws was checked but the handle was stiff and could not be squeezed. It was stated that the pusher at the proximal side was found to be exposed visually. Another product was used and was able to be used without problem. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the stapler noted no abnormalities. Functionally, the stapler was loaded with a pmv representative reload. Testing found that when the instrument handle was actuated the loading unit jaws would not clamp or cycle. The internal components of the stapler were inspected and it was noted that the extension spring was incorrectly assembled. A review of the device history record indicates the stapler was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the misassembled extension spring was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileocecal resection on laparoscopy assisted distal gastrectomy, the green button was pressed in order to fire the device, the open and close of the jaws was checked but the handle was stiff and could not be squeezed. Another product was used and was able to be used without problem. There was no patient injury.